Manufacturer narrative:
The pump was returned to mmdg for evaluation. A DHR review was completed and did not show the currently reported issue. During the investigation mmdg found that the pump roller movement was restricted, which caused the volumetric failure. The pump was serviced to correct the issue.

Event description:
The initial reporter stated that the pump was alarming an error code 12. When the pump was returned to mmdg for evaluation, the pump under infused at a rate that mmd considers reportable. The initial reporter stated that the complaint had not had any effect on a patient. The volumetric failure was discovered at moog. (B)(4).